Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by revision op notes received. The notes were reviewed and identified pain, difficulty ambulation and aseptic loosening. The device history records were reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: 418000, optivac total hip kit, 706036.

Event description:
It was reported that patient underwent a knee revision approximately 5 years post implantation due to pain and loosening. Patient was initially implanted with competitor devices and zimmer biomet bone cement. The alleged complaint is against the bone cement for causing the pain and loosening of the competitor implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a knee revision approximately 5 years post implantation due to pain and loosening. Patient was initially implanted with competitor devices and zimmer biomet bone cement. The alleged complaint is against the bone cement for causing the loosening, pain, instability, difficulty ambulating, and radiolucency of the competitor implants.